Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was used for approximately fifteen minutes then an instrument error displayed then the surgeon realized that the active tip became broken off. The active tip fell into the patient which was removed using a grasper through the trocar. It is unknown if the x-ray had to be used to locate the tip. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. Clamp arm was able to be opened and closed. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.